Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An unknown biomet implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer did not claim any issues with implant. Implant in good condition and procedure was completed. No further investigation will be conducted. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device not returned.

Event description:
It was reported that the driver would not disengage from the implant. Another device was used to complete the procedure.